Event description:
On an unk date, the customer reported that the batter fault alarm occurred during the procedure. Add'l info was requested and on (B)(6) 2014, the following was provided by the customer (biomed tech): the product problem occurred after the procedure. The pt was already in the pt room being monitored when the battery fault alarm occurred. The nurse tried to plug the cam02 (inter-cranial pressure and temperature monitor) for power but alarm still continued. The product was replaced with another cam02 monitor. On (B)(6) 2014, the following clarification was provided by the customer: on (B)(6) 2014, the monitor started to alarm after the transport of the female pt (who underwent trauma surgery) from the operating room to the recovery in the intensive care unit. After the alarming battery fault, the unit was unplugged and then plugged back in. The alarm cleared. There was no pt harm or injury.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.